Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump alarmed with a compromised force sensor system during the prime process; the device was stuck in the rewind and prime sequence. The patient's blood glucose at the time of incident was 143 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The mother stated that insulin was squirting out during the manual prime process. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the prime test due to moisture damage on the force sensor resistor. Unable to perform the functional testing due to the compromised force sensor system alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip.